Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide,  model: 18320,  18296-eng-aw rev b 06/18.  Blood glucose readings,  chapter 4 / page 56:  warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 312 mg/dl while wearing the pod. Patient's mother reported the following: bg levels rose from 180 mg/dl to 312 mg/dl; patient ate 4 carbohydrates; 20-30 minutes later bg level was 397 mg/dl. Patient also tested negative for ketones. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a manual injection (2.4 units) of insulin was delivered. The following basal settings were changed: time: 12:00-6:00am, amount: .35; 6:00-8:00am, .40.